Manufacturer narrative:
The analysis of the log file indicated that two consecutive motor encoder check errors occurred during the concerned procedure i.e. Deviations between expected and measured ventilator piston position have occurred. The device is designed to shut down automatic ventilation in such case to prevent from serious equipment damages. This shutdown is accompanied by a corresponding alarm; manual ventilation and monitoring functions remain available to the full extent. The device was used for nine more minutes in man/spont after the error condition occurred; afterwards it had been switched off. Upon initial log analysis and feedback the motor was replaced but has not been provided to the manufacturer for evaluation so far. It is however seen likely that wear and tear of the motor at the carbon brushes or collector disc has caused the ventilator failure. The unit is designed for a life time of ten years which would equal to approx. 13.000 hours at standard operation conditions. The particular workstation was manufactured in 2009 and was used for more than 19.000 hours already which means that it completed 150% of the specified operation time in less than 10 years. This is considered acceptable. The repair exchange of the motor has fully solved the device problem. The device behaved as specified upon the malfunction of a single component. The appropriate alarm was posted and the user could bridge the patient support in manual ventilation until a replacement device was made available.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed in the beginning of a surgical procedure for "ventilator failure" and switched to manual ventilation. The user bridged the patient support in manual ventilation mode until a replacement device was available. The procedure was finished and, no patient consequences have reportedly occurred.